Manufacturer narrative:
Physio-control evaluated the device and was not able to duplicate the reported problem. The device was calibrated and returned to the customer for use. The root cause for the reported failure could not be determined.

Event description:
It was reported that the device spontaneously reseted during a code. There was no effect on pt outcome.